Event description:
It was reported that the bd syringe 1.0ml 29ga 1/2in black stopper was separated after pulling the plunger. The following information was provided by the initial reporter, translated from (B)(6) to english: during preparation of the drug solution, the hcp pulled the plunger rod and the black stopper was then separated.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device expiration date: unknown. Device manufacture date: unknown.

Manufacturer narrative:
H6: investigation summary: customer returned a single 1ml syringe. The syringe¿s rubber stopper has separated from its plunger rod. There is evidence of stresses applied to the plunger rod¿s tip and neck. Due to the batch being unknown, no DHR review can be completed. Based on the sample received, embecta was able to confirm the customer¿s indicated failure of the rubber stopper separating from the plunger rod.

Event description:
It was reported that the bd syringe 1.0ml 29ga 1/2in black stopper was separated after pulling the plunger. The following information was provided by the initial reporter, translated from japanese to english: during preparation of the drug solution, the hcp pulled the plunger rod and the black stopper was then separated.